Event description:
After implant the neurostimulator was programmed with 2 channels involving no more than 4 electrodes and no day cycling. The parameters were as follows: channel 1: amplitude=8.8 volts, pulse width= 450 microseconds. Channel 2: amplitude=6.7 volts, pulse width= 450 microseconds, rate= 30 hertz. Approx six months later, the device serial number did not display on the programmer. The hcp suspected early battery depletion. The device was reprogrammed to include a 0.1 second on/off cycling mode. Three months later, the device was replaced. The pt status was reported as 'unk'. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.